Event description:
It was reported that the customer had high blood glucose levels of 426 mg/dl. The customer treated with a bolus from the insulin pump. The customer reported a failed battery test alarm from the insulin pump. The customer reported using a rechargeable battery for the insulin pump. Troubleshooting was done. The customer was advised to use new aaa alkaline batteries for the insulin pump. The customer was advised to monitor the insulin pump. A new battery cap for the insulin pump would also be shipped to the customer as a courtesy. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.